Event description:
Percutaneous coronary intervention. Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Target vessel: unknown. It was reported that the imaging catheter and guidewire twisted together upon starting live (i.e. Manual mode) ivus. On observing this condition, live ivus was immediately stopped by the operator. The catheter and guidewire were then removed from the patient. No injury to patient reported. No treatment of patient required due to malfunction.